Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 17 colony forming units (cfus) of klebsiella spp. The device was reprocessed and sampled again, the device tested positive for 28 cfu's of klebsiella spp. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 1 cfu/endoscope (1 cfu/100ml). Bacterial identification: aerobe flora. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1 cfu/endoscope (2 cfu/100ml). Bacterial identification: micrococcaceae. The device was evaluated where it was noted that the air/water cylinder and biopsy port had foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. No damage/deformation was noted on the location where the foreign material adhered was reported. Additionally, there was no information on reprocessing steps was provided by the user. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The user may prevent the events in accordance with IFU below: reprocessing manual reprocessing the endoscope (and related reprocessing accessories). Precleaning the endoscope and accessories. Manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.